Event description:
It was stated that during the injection of the healon endocoat, the small white part that is used to assist the injection fell off. When injecting, the white part is held between the index and middle fingers, and the thumb is used to depress the plunger. The white part is what fell off. Therefore, the force from the thumb on the plunger continued forward unchecked by the two fingers, which fell off the syringe when the white part fell off. The cannula continued into the eye going through the iris and ultimately through the anterior and posterior capsules of the lens. During the phacoemulsification, the lens capsule fell apart. The doctor was able to get all of the lens nucleus out and performed an anterior vitrectomy that removed the rest of the lens material. The doctor implanted an anterior chamber intraocular lens. It was stated that the patient was not injured and is doing well. It was stated that the patient has extra floaters from the event that bother the patient and is expected to resolve in a few months. The patient is seeing a retinal specialist. No further information was provided.

Manufacturer narrative:
Healon endocoat, the suspect product, was sold as part of a healon duet system, whereby the lot number is unknown for the healon endocoat as well as the healon duet system. Expiration date: because the lot number is unknown, the expiration date cannot be determined. Implant, explant dates: not applicable. Because the lot number is unknown, the manufacture date cannot be determined. All pertinent information available to abbott medical optics has been submitted placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Checked required intervention to prevent permanent impairment/damage (devices). Catalog number vt585u. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction number: z-0530-2015. All pertinent information available to the manufacturer has been submitted. Placeholder.